Event description:
It was reported since 2016 the customer intermittently has required assistance to treat blood glucose (bg) levels. It was not provided if bg level was low or high. Customer was admitted into the intensive care unit and was treated with intravenous fluids of saline. Customer was released from the hospital with the issue resolved and no permanent damage; however, does not recall release dates. Tandem technical support (cts) performed a system check and determined that the pump functioned as intended and the cause was unknown. Customer acknowledged that the pump was functioning as intended and continued to use pump for insulin therapy.